Event description:
It was reported that the patient presented to the hospital for a scheduled generator change procedure. Prior to the procedure, device interrogation revealed that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The noise was reproducible with isometrics. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.